Manufacturer narrative:
The investigation determined that lower than expected quality control results were obtained from a vitros performance verifier (pv) using vitros bubc slide lot 0241-0472-2908 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument related issue. Historical quality control results from the vitros pv fluids for vitros bu were inaccurate and imprecise. Additionally, the results of vitros bu diagnostic precision testing performed on the vitros xt 7600 system using vitros pv I were not accurate. Following service actions performed by an ortho field engineer on the vitros xt 7600 system which included replacing the cm/rt evaporation caps and recalibrating the vitros bubc reagent lot, vitros pv results returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected quality control results were obtained from a vitros performance verifier (pv) using vitros bubc slide lot 0241-0472-2908 on a vitros xt 7600 integrated system. Vitros pv ii lot x1901 results of 5.52 and 5.64 mg/dl vs an expected result of 8.88 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros bu results were from a non-patient fluid. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).